Manufacturer narrative:
Unit alarmed drive count/time values or changes incorrect for moving or coasting. Too slow or too fast during motor rewind. After further review of the unit's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the unit, and it failed. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had drive count or time values or changes incorrect for moving or coasting too slow or too fast error. Customer stated they were able to clear the alarm and was unable to rewind. Customer stated they had changed battery but that did not work and insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.